Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
New information: it was confirmed that the patient did require a transfusion.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a procedure that involved working on the outer edges of the omentum, the patient had to be brought back for a second procedure to stop the bleeding the next day. The surgeon felt that the dissector did not coagulate sufficiently. Additional questions regarding the device, incident and current patient condition have been asked.